Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented arrhythmia episodes with a ventricular morphology classified by the device as highly correlated with atrial tachycardia. The device delivered anti-tachycardia pacing (atp) therapy and one defibrillation shock for these episodes, and technical services (ts) was consulted to review programming options for the patient. Upon review, ts determined that therapy was delivered because the detected ventricular rate exceeded the atrial rate, as atrial sensing had been previously disabled. The observed rhythms were classified as having a stable ventricular rate. It was noted that the delivered therapy appeared to have successfully converted the arrhythmias. Reprogramming recommendations were provided to be followed at clinical discretion. No additional adverse patient effects were reported. This crt-d remains in service.